Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 222577090 was returned and analyzed. The mapping catheter was received stuck inside the balloon catheter, the loop part was visible. Visual inspection of the mapping catheter showed the loop was ribbed and kinked. While trying to retract the achieve the loop was ribbed in many other parts in the loop segment. The mapping catheter failed the returned product inspection due to the kinked loop. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter subsequently tested out of specification per the manufacturer's investigation.